Event description:
While performing an unrelated svc on the device, the nellcor puritan bennett customer support engineer (cse) discovered that the audio alarm was inoperative. The cse inspected the device and replaced the device's utility panel wire harness. The unit passed extended self-testing. The cse confirmed with the customer that there was no patient involvement at or prior to the time the alarm problem was noted. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.